Manufacturer narrative:
H3 other text : 02.

Event description:
It was reported that patient is experiencing a recent increase in seizures and the patient underwent a battery replacement. The generator has been received for product analysis but this has not been completed. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that neurosurgeon was concerned about battery longevity of patient's generator. No other relevant information has been received to date.

Event description:
Product analysis was completed and reviewed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation were performed showing ifi=no. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.